Event description:
This is a follow-up report that describes the investigation results of the returned needles.

Manufacturer narrative:
Both needles used in the cryoablation case were returned to the manufacturer for investigation. The needle lot manufacturing records were reviewed. Seven electrical hi-pot issues were recorded within the needle batch. Both needles were investigated with electrical testing and using the vi system. Needle #1 failed electrical hi-pot test. Needle #2 passed the electrical hi-pot test, and tested in thaw mode with no issues. Disassembly of needle 1 revealed damage to the resistance wire connected to the electrical heating component. The root cause of the damage to the resistance wire was determined to have occured during the assembly process.

Event description:
It was reported that two needles were being used for a cryoablation procedure. During the second freeze cycle, the patient could feel muscle stimulation. The case was completed with no patient injury. The needles will be returned for investigation.